Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located at the distal markerband. It is not possible to fully inflated due to the balloon pinhole. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. Visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the balloon could not dilate. The stenosed target lesion was located in the occluded superficial femoral artery. The guidewire was crossed smoothly, and a 3.0 x 100, 135cm mustang balloon catheter was advanced for dilation. After reaching the lesion, the pressure pump was used, but the balloon could not be dilated. The device was replaced with another of the same balloon, and the procedure was carried out normally. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed a balloon pinhole.